Event description:
Devilbiss healthcare was notified by an authorized service center of an incident involving an oxygen concentrator. The unit was sent to the service center for sieve bed servicing, with no report or evidence of illness, injury or medical treatment associated with the complaint. During the course of the device evaluation, the service technician observed thermal deformation of the compressor box and the cooling fan not operating to specification. The unit was returned to devilbiss for further evaluation, which confirmed the initial internal thermal findings, and determined the root cause to be a defective pc board. The thermal issue was isolated to the compressor box and not evident to the user.